Event description:
It was reported that the device was heating up during use, it was too hot for the doctor to hold, there was no patient impact.

Manufacturer narrative:
Patient monitoring was checked in error, there was no remedial action initiated.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: during evaluation the reported overheating could not be confirmed because the handpiece was non-functional on arrival. Several components, including the motor, housing, and bearings, were replaced due to saline corrosion. Based on the repair findings and the repair history, the 'most likely' cause of the reported event is corrosion due to anticipated use.